Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. The distributor reported that the patient medical records are not available. Pre-planning and computed tomography imaging studies have been received for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an afx2 bifurcated stent graft (bsg), an afx vela infrarenal. During the procedure main access was achieved via the left side. The right femoral artery was punctured, and the left femoral artery was cut down for the approach. A 9fr (non-endologix) sheath was used via the right femoral artery, while a 9fr (non-endologix) sheath and an afx sheath were used via the left femoral artery, the afx2 bsg was inserted using a lunderquist (non-endologix) guidewire. Difficulty performing the snare catch was encountered near the aortic bifurcation. Therefore, a snare catch was performed proximally to the aortic bifurcation and pull-though was completed. The afx2 bsg was then inserted according to the instructions, however, a relatively strong sit-on was performed to prevent insufficient landing in the left common iliac artery (cia) due to aortic angulation. After deploying the proximal part of the afx2 bsg and then the contralateral side, it was confirmed that the root of the contralateral leg was stenosed. Subsequently, after deploying the ipsilateral side, it was confirmed that the root of the ipsilateral leg was also stenosed. The leg stenosis occurred at the roots of the afx2 bsg legs. It was suspected that this occurred due to the intentionally strong sit-on maneuver. In order to prevent interference during the afx vela infrarenal insertion a balloon touch-up was performed on the stenosed legs and the proximal part of the afx2 bsg. After confirming that the stenosed areas were dilated, the afx vela infrarenal was deployed, followed by another touch-up on the proximal and bilateral legs. Subsequent angiography confirmed a type ib endoleak from the left cia or a suture leak. Therefore, an afx limb was additionally implanted in the left cia, followed by a touch-up, which resolved the leak. Another angiography confirmed a type ib endoleak from the right cia or a suture leak, so a touch-up was performed. Subsequently, angiography from the right sheath observed suspicious findings suggesting the type ib endoleak or a suture leak was persistent. Although the type ib endoleak from the right cia or suture leak was not resolved, and blood still flowed into the aneurysm, the procedure was completed with the patient being placed under observation. Due to a lack of patient consent for additional procedures it was determined that continuing the procedure on that day was not feasible. The patient is currently being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the stenosis left common iliac artery and additional endovascular procedure complaints are confirmed. The type ib endoleak of the left common iliac artery (resolved) and the ib endoleak of the right common iliac artery (unresolved) complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ib endoleak of the left common iliac artery was identified intraoperatively and treated during the index procedure with the placement of a left limb extension to achieve distal seal. The endoleak was reported as resolved at completion of the procedure. It was also reported that stenosis of the left common iliac artery may have been caused by an intentional strong ¿sit-on¿ maneuver performed intraoperatively; however, this could not be conclusively determined. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant test/lab data - updated. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove code 4118. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.